Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii deployment tube had a crease in it. This was noticed before deployment. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned separate from the loading device. The tension spring assembly was returned inside the delivery tube and the seal was extending out. There was a crease present at the end of the delivery tube. The green slide lock and the white plunger were not depressed on the delivery device. There were was slight evidence of blood on the device. Based upon the rec'd condition of the device, the reported complaint "deployment tube and a crease in it" was confirmed. Internal file number - (B)(4).